Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of the incident and the current blood glucose of the patient was 101 mg/dl. The customer was treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does not allege pump was over delivering. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.